Manufacturer narrative:
Additional information received: per the author 'from the 72 endurant limbs, only 3 presented adverse events. One presented limb occlusion and needed re-intervention (fem-femoral bypass) while the remaining two cases presented cranial migration of 5mm. None of them needed re-intervention. Both patients remained under surveillance. In all 3 cases, the iliac diameter exceeded 18mm while oversizing was estimated 10-15% in two cases and 30% to the case with limb occlusion. It should be noted that the patient with limb occlusion presented moderate atheromatosis. A4: updated average patient weights b7: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled ; the impact of iliac artery anatomy on distal landing zone after evar during the 12-month follow-up nana p., spanos k., kouvelos g., dakis k., arnaoutoglou e., giannoukas a., matsagkas m. Annals of vascular surgery 2023 jan 01; 88:354-362. Doi: 10.1016/j.avsg.2022.06.011 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in evar procedures in 134 patients over a two year period . The mean preoperative aaa diameter was 59.3 ± 14.7 mm. The following malfunctions were reported; ib endoleak, migration the following adverse events were reported; occlusion, stenosis, aneurysm enlargement, re-intervention.